Manufacturer narrative:
The field service engineer (fse) noted dispense probe #3 failed the volume check and white residue underneath the stator of the wash valve. The fse replaced the vacuum pump, wash pump, wash valve, home sensor, and the main pipettor. The fse removed the wash valve, precision valve and stators, and cleaned the components. Service activity performed met the specified requirements per established procedures. Results met published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported falsely elevated troponin I (access® accutni+3) results for multiple patients involving the access® 2 immunoassay system. The customer stated the falsely elevated results were released out of the laboratory. The customer was not aware of any impact to patient care. There has been no report of patient injury or change in patient treatment associated with this event. The customer noted quality control (qc) was also elevated and began retesting the patients' samples on the alternate unicel® dxc 600i system which produced negative results. The laboratory has a critical cutoff value of greater than 0.03 ng/ml. The customer performed system troubleshooting and replaced the aspirate probes and repeated system check. System check failed. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.